Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for inflation difficulty and/or incomplete inflation was unable to be confirmed as no applicable imagery or device returned for evaluation. In this case, there was no allegation that a device malfunction contributed to the reported event. Additionally, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'a 26mm sapien ultra resilia valve was placed at annulus to start with a 100/0 implant predicted depth. The supporting physician inflated the balloon to commander system instantaneously instead of slow and controlled, resulting in valve embolizing into ascending aorta. A new 26mm was placed in annulus with trace leak and good outcome. Patient in recovery. The embolized valve was pulled back into transverse arch within a stent graft that was already implanted into the patient. The embolized valve was held in place and stented open with a 36mm cook alpha thoracic stent graft.' Per training manual, the user is instructed to begin the initial deployment with slow controlled inflation to help maintain stability of the delivery system and thv during deployment. It is possible that the balloon was inflated rapidly during the initial deployment, and rapid inflation can generate sudden radial and axial forces before the valve has time to gradually anchor to the annulus. This may allow the balloon to push the valve upward, potentially resulting in aortic embolization as reported. Additionally, the valve may have been positioned high prior to deployment to achieve a planned 100/0 final depth, which could have increased susceptibility to upward embolization into the aorta. As such, available information suggests that procedural factors (high valve positioning and rapid balloon inflation during initial deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, a 26mm sapien ultra resilia valve was placed at annulus to start with a 100/0 implant predicted depth. The supporting physician inflated the balloon to commander system instantaneously instead of slow and controlled, resulting in valve embolizing into ascending aorta. A new 26mm was placed in annulus with trace leak and good outcome. Patient in recovery. The embolized valve was pulled back into transverse arch within a stent graft that was already implanted into the patient. The embolized valve was held in place and stented open with a 36mm cook alpha thoracic stent graft. Upon follow up, the fcs advised that there was no patient injury. There is no 3mensio as the facility does their own sizing. Currently, patient is alive and stable with no complications post valve implantation.

Manufacturer narrative:
Investigation is ongoing.